Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 1.6, lab 3.6; inrati 1.8, lab 3.8. Technical support shall send the customer a new strip lot for a comparison study. Further follow up required.